Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified amount of time, the patient experienced redness and swelling at the stoma site with a lot of fluids. A granuloma was also present, that was treated with silver nitrate. The granuloma hadn't recovered. The peg tube mobilized without any problem and the patient had no pain during the mobilization. The patient was prescribed antibiotic augmentin 1000mg (1x2 morning & evening) for 7 days. The patient was instructed to do very good caring of the stoma site.